Manufacturer narrative:
The customer received a replacement device. The device is being returned to stryker hong kong to be archived. Due to shipping regulations, further investigation could not be completed. The reported issue could not be verified nor could root cause be determined.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons attention, charge-pak and service wrench. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.